Event description:
It was reported that the patient experienced an overstimulation sensation. It felt like it was going very fast and ready to ¿explode¿ in her. This began about 2 weeks ago without any falls or trauma. The patient had seen a company representative a few days prior to the report who re-programmed the device and changed the settings from ¿30 to 5¿ so it was not as annoying to the patient. However, when the patient got home, it began going faster again without making any programming adjustments. The patient lowered the settings the next morning but it did not make a difference. The patient was concerned there was something wrong with the system. The patient was redirected to their physician. Additional information about troubleshooting and the outcome was requested. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).